Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Clinical study: the patient had a cerebroflo evd catheter inserted (right anterior) on (B)(6) 2022 due to spontaneous primary intraventricular hemorrhage (ivh) caused by "eliquis". The catheter was not draining. Several attempts to unblock were unsuccessful. Altepase was instilled to unblock but that was also unsuccessful. A new evd had to be placed. On (B)(6) 2022 the catheter was removed and replaced. Outcome: recovering/resolving. The adverse event caused the subject to discontinue from the study.

Manufacturer narrative:
The cerebroflo evd catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.